Event description:
Customer reported high blood glucose. Mother stated that customer was running low and then high blood glucose, which was treated by pump. She further stated customer went to emergency room and had diarrhea. Troubleshooting was performed and pump passed the tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.